Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, the zipfix did not work as intended. Implant failure happened intra-operatively with no significant increase of or time. Sternum was closed with new pack of 5 zipfix. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that two of the complained zipfix implants do not show any damage to their locking mechanism, and appear to have been removed intra-operatively by cutting the implant body. The remaining two zipfix implants showed some deformations on the inner locking features. Due to previously received market feedback the failure of this phenomenon has been identified; if the cut end is forced into the locking housing in an off angle then it is possible to damage the locking feature to such an extent that the locking function is compromised. Then the correct tensioning of the implant is not possible. A CAPA has been initiated and the improved design is already available. The implants were manufactured according to the specifications.